Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. A device history record review did not show issues related to the complaint description. A document assessment (fmea) was conducted and no changes required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time since the device sample is not available, it is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed since the device sample is not available to perform a proper investigation and determine the root cause. If the device sample becomes available at a later date, this complaint will be updated accordingly.

Event description:
The customer alleges that the unit will no longer heat and has a broken strain relief.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the strain release power component was damaged. Functional testing was also performed and the unit passed all tests. Based on the investigation performed, the reported complaint could not be confirmed. No issues were detected during the visual exam or functional testing. However, it is unknown why the strain release power component was damaged. All aquatherm heaters are 100% tested at the manufacturing facility; therefore, any defects would be detected prior to release.

Event description:
The customer alleges that the unit will no longer heat and has a broken strain relief.